Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right ventricular lead dislodged sometime in may. The dislodgement was confirmed with an x-ray. Therapies and pacing were turned off. The lead was removed and replaced on (B)(6) 2018. The patient was stable.